Event description:
It was reported that 2 bd precisionglide¿ needles had label information issues. The following information was provided by the initial reporter : pharmacy reported product with missing expiration dates. Date of event: (B)(6) 2022.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 8077641 ¿ device expiration date : unknown. ¿ device manufacture date : 17-mar-2008. Lot # : 7079019 ¿ device expiration date : unknown. ¿ device manufacture date : 20-mar-2007. Medical device expiration dates : unknown. ¿ manufacturing dates predate regulatory introduction and recording of expiry dates. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for (label content missing) on these batches # (8077641 and 7079019). No non-conformances were raised in association with these types of events for these lots concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batches # (8077641 and 7079019) were carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.